Event description:
Dealer stated the upholstery on the end user's chair comes apart due to the end user's condition. Dealer stated there were no injuries associated with the incident. Dealer ended call before additional information could be obtained.